Event description:
For the 3.0 mm coupler, the prongs do not line up and thus get caught and the coupler does not displace from the base. This has not been an issue with the other sizes; 5 surgeons at our hospital have reported the same issue with this particular size, and have used other sizes to avoid the problem. FDA safety report ID# (B)(4).